Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the tube glu plh 13x100 2.0 slbl gr experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated had a "hair-like foreign matter (fm) found in the tube."

Manufacturer narrative:
H.6. Investigation: bd received a sample and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the tube glu plh 13x100 2.0 slbl gr experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated had a "hair-like foreign matter (fm) found in the tube."